Event description:
It was reported that the patient was in the ICU (intensive care unit) with hypotension, bradycardia, and altered mental status. The pump was refilled was on (B)(6) 2014 and the family indicated that the patient was lethargic the day after the refill. The patient did not experience any falls or trauma following the refill. The reporter considered if there was a pocket fill, or partial pocket fill, would the pump recognize this. The reporter also wondered if the pump was filled with the incorrect concentration. The reporter suspected baclofen toxicity, so the pump dose was decreased by 50%. The pump event logs were read; there was nothing abnormal noted. Additional troubleshooting options were discussed. Based on the programmed flow rate of the pump and the patient¿s catheter volume, the patient should have started receiving the (B)(6) 2014 refill medication approximately 1.5 days post refill. The pump was used to deliver baclofen and morphine. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
Product ID 8578, lot# n146682, implanted: 2009 (B)(6); product type accessory product ID 8709, lot# j0056660r, implanted: 2001 (B)(6); product type catheter .(B)(4).